Event description:
It was reported that a device displayed a door latch issue. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced. The evaluation produced "load set alarm" which was triggered by a false door open caused by a failed upper link switch, which is related to the reported symptom "door latch issue." The upper auxiliary assembly was replaced.